Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 75% stenosed lesion being treated was located in moderately tortuous left main coronary artery trunk (lmt). After stent deployment, the physician attempted to post-dilate the lesion with the maverick2 monorail balloon but it ruptured at 14 atms on the first inflation. No further attempt to post-dilate the lesion was made with another device. No patient injuries or complications were reported. The patient's status is reported as "good".